Manufacturer narrative:
(B)(4).

Event description:
Customer reported the upper lip stabilizer fell off during use on an intubated patient in the critical care unit. No patient harm or injury reported.

Event description:
Customer reported the upper lip stabilizer fell off during use on an intubated patient in the critical care unit. No patient harm or injury reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.